Manufacturer narrative:
(B)(4). The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences reported for the patient.